Event description:
It was reported the patient received the following results within 15 minutes: 338 mg/dl and 146 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 338 mg/dl and 146 mg/dl.